Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump powered up properly after battery installation. The operating currents are within specification .the insulin pump was monitored and no blank display anomalies were noted. The insulin pump has minor scratches on the lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump's display was blank. The customer reported that the device had a button error alarm the night before the call. Blood glucose level at the time of the incident was 120 mg/dl. The customer declined troubleshooting for the button error alarm. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.